Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: evolut pro plus dcs; product ID: d-evprop34 (unknown serial/lot); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, using the cup overlap technique, the valve dove in deep and was recaptured. On the second attempt, after 80% deployment, the valve dislodged up and was recaptured again. In the final deployment, the valve was at a 4mm depth, and after the final release, it dislodged up. The patient became hemodynamically compromised, prompting the urgent implantation of a second valve. The second valve was implanted successfully, and the patient recovered. Additionally, post-dilatation with a 25-millimeter balloon was performed.

Manufacturer narrative:
Other medical products in use during the event include: brand name evolut pro plus dcs; product ID d-evprop34 (lot: 0012315920); product type: 0195-heart valves; implant date: not implantable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, using the cup overlap technique, the valve dove in deep and was recaptured. On the second attempt, after 80% deployment, the valve dislodged up and was recaptured again. In the final deployment, the valve was at a 4mm depth, and after the final release, it dislodged up. The patient became hemodynamically compromised, prompting the urgent implantation of a second valve. The second valve was implanted successfully, and the patient recovered. Additionally, post-dilatation with a 25-millimeter balloon was performed.